Event description:
(B)(4).

Manufacturer narrative:
(B)(4). We have performed an investigation into this complaint. When reviewing similar reportable events for sara 3000, we have found number of similar cases. We have been able to establish that there is low and stable complaint trend concerning these kind of events - bolt assembly holding lifting arm to mast failed in use. Please note that arjohuntleigh mfg about (B)(4) sara 3000 lifts to date. With the amount of sold devices and with comparison to the daily use of them there is no particular trend observed for reportable complaints with this failure mode on sara 3000. The device was inspected by an arjohuntleigh rep at the customer site and found to be out to the spec. The device being used for pt handling and in that way contributed to the event. Injury occurred to the pt - skin tear. Instruction informs also how to care of the device. It warns in section care and preventive maintenance inter alia to check: "make sure all fixings, screws, nuts are secure and tight" - it should be done every 12 months by qualified personnel. Failure to meet these requirements could result in personal injuries and/or unsafe product. The same point is to be checked by the user facility every week. Internal test has been performed in relation to events where lifting arms of a sara 3000 standing and raising aid have become bent and bolts were found to be broken. It showed that these kinds of events are caused by user error. In the face of the evidence gathered, it would appear to be highly unlikely that a sara 3000 could become damaged at the lifting arms to such an extent that the device were to become unsafe, as an unreasonable degree of abuse is required for this to occur. From above findings were conclude that this incident was caused by a user error: user didn't follow warnings included in operating and product care instructions - avoiding obstructions during use of the device. User pressed "up" button while hit an obstacle. The received info and our eval as described above are showing that if the sara 3000 recommendations were followed in accordance to instruction for use, there would be no pt or caregiver at risk.